Manufacturer narrative:
A case of ipg replacement was reported to abbott. The patient's ipg was replaced on (B)(6) 2026, no complications during the procedure and therapy restored post-op. Explanted product will not be returned; explanted product was discarded by the physician. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.